Manufacturer narrative:
Unit received with a blank display. No moisture/damage on the electronics, battery connector, motor during visual inspection. However, found moisture damage in battery tube and vibrator. Installed electronics in test case, internal battery and motor. Powered the pump on using the battery simulator and the unit powered up normally or no blank display noted. Pump downloaded history/trace file properly using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range and found in the pump history multiple low battery alerts (faultnumber = low battery alert(104)) in 05/13/2021 07:34:00. And off no power on 05/13/2021 07:15:00., 07:25:00. In conclusion, the unit with a blank display due to corroded battery tube. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit scratched case. Unit p-cap / test reservoir lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had blank display and was not accepting batteries. The insert battery alarm was not displayed on the screen of insulin pump. The contacts on battery cap was not missed or damaged. The battery compartment and spring was neither corroded nor damaged. The display of insulin pump was not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.